Event description:
It was reported that as the physician was preparing for surgery, a microblator 30 icw was plugged into an arthrocare controller and there was no response. The pt was already under anesthesia and the physician did not want to retrieve and open an additional device. The surgery was completed using instrumentation and a shaver. No pt injuries were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but were not received. Device eval: the device was received with the electrode, spacer and sheath intact. Visual analysis found a connector pin was bent. The MFR performed a DHR and found no ncrs, deviations or other complaints associated with this lot number. Due to the condition of the returned device, functional testing could not be performed.